Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the firing stopped when the devices were used at the first firing during interlobar formation and when the jaws were opened, it was found that the staples were only fired to halfway. The procedure was completed with another device. There was no patient injury.